Event description:
It is reported that provisional heads are loose when tested with a 12/14 taper stem.

Manufacturer narrative:
Evaluation summary: the returned provisional heads have approximate potential field ages ranging from 2 to 3 years. It is unk exactly how many times these devices have been used and autoclaved in the field prior to return. All of the devices indicate previous effective usage. In general provisional heads may become worn from normal clinical usage potentially resulting in a loose fit over time. Evaluation: the device history records were reviewed and indicate that the device was manufactured and inspected to specification.